Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated a sensor error occurred the day the sensor had been inserted. She fainted, and then recovered consciousness on her own. At the time of the report she was in good condition. Data investigation could not confirm "???"/hour glass/no readings/sensor error in status box. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.